Event description:
It was discovered during further searches that the generator is a demo device, and therefore a not for human use and not for implant unit. No documentation has been provided from the site suggesting that the device had ever been implanted. Additional info was received from nurse indicating that she did not know what this generator has been used for. She's examined the records of vns patients in their clinic and could not find any patient with the reported high impedance.

Event description:
Additional information was received on (B)(6), 2012 when the nurse reported that she does not have time to provide any further information.

Event description:
On (B)(6) 2012, it was reported by a company representative that high impedance with a dcdc of 7 was seen for this patient. The nurse stated that the dcdc of 7 was "taken care of" and diagnostics are no longer showing dcdc of 7; no further information was provided at the time. The patient's programming history was reviewed and on (B)(4) 2007, both a normal mode and a system diagnostics test showed high impedance for this patient. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.